Event description:
During an inspection it is reported that the mdu was ¿sparking¿ when connected to d-ii shaver console. No user harm or damage to property was reported.

Manufacturer narrative:
The device was received for evaluation. Complaint of sparking could not be reproduced but mdu did fail for overheating and motor stall error. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about march 01, 2017. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.